Event description:
This is a spontaneous case report received from a female consumer of unspecified age via (B)(4) in united states on (B)(6) 2015 which refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2013. Consumer stated she had essure inserted in 2013 because when her daughter was born in 2010 she lost a lot of blood and they could not tie her tubes at that time. Since her daughter was born, she would bleed so bad she would hemorrhage. So the doctor decided to do a dilatation and curettage, and ablation. Since that time she has gained over 50 lbs, she has a severe stomach pain; she now has complex migraines, heart palpitations, chest pain, passing out episodes. She was losing her hair in clips and not to mention the mood swings. Her doctor told her there was no complications to these springs. Consumer went back to her doctor 3-4 times and he told her she was retaining fluid up there and her hormones were not right. Now she is on a hunt to have essure removed and trying to get her back to her old self. She had unspecified tests performed and nothing was wrong. Follow up 02-feb-2015: ptc investigation results were provided. (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bleed so bad she would hemorrhage. She was submitted to dilation and curettage and ablation as treatment. Additionally, she had passing out episodes. The reported events, interpreted as genital bleeding and loss of consciousness episodes, were considered serious as medically significant. Genital bleeding is listed according to essure's reference safety information, while the remaining event is unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur; in this particular case discrepant information was received. It is unclear if the reported interventions were performed before or after essure insertion; consumer reported her bleeding started after her daughter was born (before essure insertion) and later stated she wanted essure removed. Although discrepant information was received; since no follow-up can be pursued in this case (no contact information available); considering the reported event's nature causality with essure cannot be excluded. Regarding the event passing out episodes, given essure's local action at fallopian tubes causality is considered very unlikely. Due to the reported interventions, this case was considered an incident. In addition non-serious events were reported. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up will be pursued since no contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information was received on 24-aug-2015: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and bleed so bad she would hemorrhage. She was submitted to dilation and curettage and ablation as treatment. Additionally, she had passing out episodes. The reported events, interpreted as genital bleeding and loss of consciousness episodes, were considered serious as medically significant. Genital bleeding is listed according to essure's reference safety information, while the remaining event is unlisted. After essure insertion abnormal genital bleeding and menses pattern changes may occur; in this particular case discrepant information was received. It is unclear if the reported interventions were performed before or after essure insertion; consumer reported her bleeding started after her daughter was born (before essure insertion) and later stated she wanted essure removed. Although discrepant information was received; since no follow-up can be pursued in this case (no contact information available); considering the reported event's nature causality with essure cannot be excluded. Regarding the event passing out episodes, given essure's local action at fallopian tubes causality is considered very unlikely. Due to the reported interventions, this case was considered an incident. In addition non-serious events were reported. The product technical complaint analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No follow-up information has been expected.